Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked and stretched. It could not be determined when this damage occurred. The data showed no timeouts, drive stalls, or pulse width increases that would indicate the pod struggling to deliver insulin while worn. The downloaded data returned an 0x33 alarm, indicating that the user did not send a command to the pod within the allotted amount of time. The pod functioned as intended. Investigation found no defects or deficiencies that would contribute to a communication error.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 18 mmol/l (324 mg/dl) while wearing the pod between 24 and 36 hours on the hip/buttocks area. A manual insulin injection using a pen was administered to treat the hyperglycemia.